Event description:
It was reported that the patient was scheduled for generator and lead replacement due to a lead fracture. Further follow-up revealed that high impedance was observed and x-rays identified a lead fracture. No patient manipulation or trauma occurred that is believed to have caused or contributed to the lead fracture. X-ray review by the radiologist indicated that no break or lead discontinuity was observed; however, a lead break may have been identified by the surgeon's office. No known surgical interventions have been performed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patient underwent a full replacement. The explanted devices were discarded.